Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, the system experienced intermittent rebooting and became locked with carefusion application. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the issue occurred while the stations were intermittently rebooting and became locked within the carefusion application. A technical support specialist (tss) updated the local security policy for machine inactivity by setting the timeout value from 450 seconds to 0 across all stations using command prompt and group policy update, followed by rebooting the stations through station configuration to apply the changes. The system functioned as intended after technical support specialist troubleshot the device.